Manufacturer narrative:
At the moment it is not proven that the symptoms were definitively caused by the dental products as no further information like the results of an allergy testing are available. However, the timely correlation makes such a coincidence possible. The products contain methacrylates, which can cause allergies in very rare cases. Appropriate warnings are present in the instructions for use and in the safety data sheets for the products. This event involved two medical devices, therefore two manufacturer reports are being submitted. This device describes the first device. Manufacturer report number 9611385-2017-00006 describes the second device.

Event description:
On (B)(6) 2017, 3m was notified that a (B)(6) female patient experienced a potential allergic reaction following a dental treatment which included 3m espe scotchbond universal adhesive and 3m espe relyx ultimate cement. The potential allergic reaction occurred at 09.30 a.m. On (B)(6) 2017 shortly after the dental treatment. The symptoms were no feeling in lips and hand, shortness of breath and wheezing, and the patient was losing consciousness. Paramedics were called and the patient was admitted to the hospital. It was reported that the patient received two adrenaline nebulizer treatments. The patient fully recovered by 5 p.m. On the same day. Other dental products, including local anesthetics, were also used during the dental treatment.